Event description:
On 11/3/94, an explant report was received which states that the cause of death was "unwitnesseeed". The lead was interred with the pt. To date, attempts to determine the exact date and cause of death have been unsuccessful, but are ongoing. There is no indication that the device caused or contributed to the pt outcome.